Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked due to a cut in the tube. The issue was described as ¿a break in the tummy tube and liquid was leaked out¿. This occurred during use of the device for peritoneal dialysis therapy. Renal therapy services assisted in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1: brand name, d4: catalogue #, d4: unique identifier (UDI#), d10 and g4: 510k #. B5: there was "a cut in the abdominal tube, and fluid was leaking from it". D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.